Event description:
Customer reported a high blood glucose level, but the specific value was unknown and displayed as "high." Customer took corrective action by administering a correction injection via a multiple daily injection method and expressed intention to remove and replace the infusion set after the call. Customer declined further troubleshooting, therefore no additional information could be obtained.